Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in brazil, edwards received notification of a 52 mm evoque procedure in tricuspid position. After deployment of the valve, the patient presented bradycardia. Therefore, decision was made to implant a permanent pacemaker (ppm) in the patient. Patient is still hospitalized, awaiting an adequate level of anticoagulation. There was no suspicion of thrombus in the valve. The patient had functional tricuspid regurgitation, but no conduction disturbance before the procedure. The valve implanted as intended between 0-5 mm from the annular plane.